Event description:
The medline total one layer tray, when looking at the product, the sample/irrigation port and balloon port both accept a slip tip syringe and luer lock syringe. Medline was notified.